Event description:
It was reported that the health are professional (hcp) called for a review of an atrial tachy response (atr) episode with this patient with a pacemaker. Technical services reviewed the data and found noise that was being oversensed on both the right atrial (ra) and right ventricular (rv) channel. Both impedance measurements were noted to be stable. Additionally, there was a large fluctuation in rv amplitudes. Technical services informed the hcp to ensure there were no electromagnetic interference (emi) sources and provided some troubleshooting options. At this time, the pacemaker, this ra lead and the rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).